Manufacturer narrative:
An interims report issued by the investigating leica biosystems applications consultant on january 24, 2025, identified the following preliminary conclusions: - analysis of h&e (staining) images obtained from damaged tissue demonstrates artifacts consistent with water contamination. - all alcohol reagents were within the specified purity range for processing. - the affected device was shown to have significant aldehyde contamination in all the xylene bottles and wax baths. This strongly suggests that the water contamination originated from aldehyde in the xylene and wax baths. Inadequate removal of water from the tissue resulted in subpar infiltration of molten wax. This results in the ¿cooked¿ phenomenon observed with the affected biopsy tissues. The affected device will be returned to the manufacturer's workshop for further intensive testing and evaluation.

Manufacturer narrative:
The incident was related to a foreign object, a small metal wire fragment, getting stuck in liquid valve 4. This piece of small metal wire was removed, and tests were repeated at customer site, including further tests on different valves. A logfile analysis did not reveal any abnormal events recorded for the time of the incident. No leakage was found in the rotary valve and the device passed all air manifold and liquid valve performance tests. Based on the original investigation at customer site, as well as further intensive testing and evaluation in the manufacturer's workshop, during which no device-related deficiencies were identified, the final root cause for this incident has been determined to be the following: the introduction of a small foreign object into the liquid system of the device interfered with the proper functionality of liquid valve 4. This is the only case leia biosystems nussloch gmbh has been made aware of for this root cause. This case will therefore be treated as a single case at this time.

Event description:
On (B)(6) 2024 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their histocore pegaus, tissue processor. As a result, 5 tissue samples were undiagnosable, and five patients need re-biopsy.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available. Following the investigation.